Event description:
Same case as manufacturer's #s: 6000093-2004-00634, 6000093-2004-00635 and 6000093-2004-00637. Four days after a coronary drug eluting stenting treatment procedure, the patient returned to the cath lab with evidence of a myocardial infarction and was found to have total occlusion of the lad. In 2004 following predilation (distal to proximal) of a proximal lad lesion with a maverick 2.5 x 15 mm balloon, the physician deployed a taxus express2 2.5 x 24 mm drug eluting stent in the proximal lad at 12 atms for 12 seconds. He then deployed a taxus express2 2.5 x 24 mm drug eluting stent at 12 atms for 14 seconds, followed by a more distal inflation with the deployment balloon at 15 atms for 15 seconds. A third taxus express2 2.5 x 24 mm drug eluting stent was deployed at 14 atms for 15 seconds with a more distal inflation with the deployment balloon at 16 atms for 9 seconds. A fourth taxus express2 2.75 x 12 mm drug eluting stent was then deployed at 12 atms for 9 seconds, followed by a more distal inflation at 15 atms for 7 seconds. It is unknown in what order the stents were deployed in the lad (proximal to distal or distal to proximal) or if the stents overlapped in the vessel. A quantum maverick 2.75 x 20 balloon catheter was then advanced and inflated the lesion distal to proximal at 8-14 atms for 7-11 seconds (total of 5 inflations). The patient was given asa prior to the procedure and angiomax during this intervention. The procedure was considered successful with no complications reported. The patient returned to the cath lab 4 days later on an urgent basis with evidence of a myocardial infarction (<=6 hours). They were found to have a total occlusion of the lad. The physician encountered difficulty in advancing the guide wire, but after a guide catheter exchange, was able to finally cross the lesion with a quantum maverick 2.5 x 20 and inflated it to 10 atms for 34 seconds. They then attempted to advance a different guide wire and balloon catheter, but was not successful and all devices were removed. The outcome was deemed unsuccessful. The patient was transferred to a telemetry bed in the hospital. They expired the following day. The patient had a history of colon cancer and had "issues preventing anti-platelet therapy." The events leading up to their death are unknown.